Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the endoscope system controller to resolve the issue. The issue continued to occur. The fse went on site and replaced the cio, vspd, vision side cart (vsc) core, and another endoscope system controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, staff were encountering a recurring error 32140/32145 at startup. Prior to contacting technical support, the staff had already performed a hard power cycle as well as a system power cycle, both of which resulted in no change. During the support interaction, a second hard power cycle of the system was attempted, which also resulted in no change. There was no report of patient involvement or reported injury.